Event description:
Customer reportedly obtained results of 26 mg/dl and 112 mg/dl on the advantage system within 10 minutes. Customer reports eating after receiving results. No adverse event reported. Requested return of suspect system and replacement was sent. No indication of where comparison performed.